Manufacturer narrative:
Alleged failure: damaged threading, scope image not centered. Delay, minimal (3 minutes while I went to get a new scope and camera). The failure(s) identified in the investigation is consistent with the complaint record. Root cause: detached prism bracket. Most likely by the camera head being dropped or exposed to high temperatures damaging the prism. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that there was partial image loss.

Event description:
It was reported that there was partial image loss.

Manufacturer narrative:
Alleged failure: damaged threading, scope image not centered. Delay, minimal (3 minutes while I went to get a new scope and camera). The failure(s) identified in the investigation is consistent with the complaint record. Root cause: detached prism bracket. Most likely by the camera head being dropped or exposed to high temperatures damaging the prism. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.